Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer was receiving treatment at the hospital for non-diabetes issues and he was given steroids for treatment. His blood glucose then increased to 471 mg/dl, and it was not specified how he treated the high blood glucose. The caller also reported that his insulin pump screen became cracked while the hospital staff was performing tests on him. There was also a beep anomaly: the customer could not hear the beeps ever since the cracked screen occurred. Troubleshooting was initiated for the beep anomaly. The insulin pump passed the self test. However, the insulin pump was returned for analysis due to the physical damage.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was tested with no audio or beep anomaly noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked display window and minor scratches on the display window noted. No crack on the lcd screen noted. Unable to confirm broken belt clip due to the insulin pump was returned without belt clip.